Manufacturer narrative:
The following additional information has been added to the b5: allergan received a report that a female patient was treated on (B)(6) 2017 with coolsculpting to the bilateral abdomen using a coolcore, coolcurve, and coolmax applicator. The patient was also treated on (B)(6) 2018 with coolsculpting to the bilateral upper abdomen using an unknown applicator. About a month following the last treatment, the upper abdomen developed firmness and prominent visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2017 with coolsculpting to the bilateral abdomen using a coolcore, coolcurve, and coolmax applicator. The patient was also treated on (B)(6) 2018 with coolsculpting to the bilateral upper abdomen using an unknown applicator. About a month following the last treatment, the upper abdomen developed firmness and prominent visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: h.9. H.9 continued: (B)(6) this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan received a report that a patient was treated with coolsculpting and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Event description:
Allergan received a report that a patient was treated with coolsculpting and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated with coolsculpting and developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.